Event description:
Customer reported no delivery alarms. Customer stated that sometimes his infusion sets become loose and he gets a no delivery alarm. He thinks it's from not tightening it when he disconnects. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.